Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the eri battery status. An amount of 292 charging cycles was recorded in the devices memory. The device was implanted for 31 months. The amount of charge taken from the battery was verified, indicating the eri battery status to be as anticipated. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the right ventricular channel. As mentioned in the complaint description, the noise led to the detection of a large amount of vf episodes with corresponding shock deliveries. Therefore a sensing test was performed and the device sensed the applied heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. In a next step, the ability of the device to deliver therapies was verified. The antibradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the right ventricular channel. However, a thorough analysis of the ICD proved the device to be fully functional, especially the battery state eri was normal and as expected. There was no indication of a device malfunction.

Event description:
Device is eri after delivering 95 inappropriate shocks due to rv lead noise. Rv lead was capped and device explanted.